Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had abnormal revolutions per minute (rpm). Although it recovered by replacing the advancer, the customer wanted to replace the main unit. No patient complications reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to 03/01/2025 as no event date was reported. E1: initial reporter city: (B)(6).

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had abnormal revolutions per minute (rpm). Although it recovered by replacing the advancer, the customer wanted to replace the main unit. No patient complications reported. It was further reported that the speed was set to 190,000 rpm but it fluctuated between 170,000 rpm and 210,000 rpm on its own. The issue occurred in normal mode. The procedure was completed with a different rotapro 1.5 mm.

Manufacturer narrative:
Corrected: b3: date of event. Corrected: e1: initail reporter title. Corrected: e1: initial reporter first name. Corrected: e1: initial reporter last name. Corrected: e1: health professional. Corrected: e1: occupation. Updated: g2: report source. B3: date of event: date of event was approximated to 03/01/2025 as no event date was reported. E1: initial reporter city: (B)(6).

Manufacturer narrative:
Corrected: e1: initial reporter phone. Corrected: b3: date of event. Corrected: e1: initail reporter title. Corrected: e1: initial reporter first name. Corrected: e1: initial reporter last name. Corrected: e1: health professional? Corrected: e1: occupation. Updated: g2: report source. B3 date of event: date of event was approximated to 03/01/2025 as no event date was reported. E1: initial reporter city: (b)6). Device evaluated by manufacturer: the device was returned for analysis. Console passed the final functional test without failing at any step. Console passed the visual inspection showing no signs of physical damage and/or markings. In conclusion, the allegation is not confirmed.

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had abnormal revolutions per minute (rpm). Although it recovered by replacing the advancer, the customer wanted to replace the main unit. No patient complications reported. It was further reported that the speed was set to 190,000 rpm but it fluctuated between 170,000 rpm and 210,000 rpm on its own. The issue occurred in normal mode. The procedure was completed with a different rotapro 1.5 mm.